Manufacturer narrative:
(B)(4). The investigation was completed on 08/11/2016. Retain product was tested and is functioning according to specification. Return product was not available for investigation.

Manufacturer narrative:
Apoc incident # (B)(4).

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a (B)(6) female patient. There was no patient information at the time of this report and the customer states they are unable to provide any additional information for patient. The customer also states that return product is not available for investigation. (B)(6). There are no injuries associated with this event. The investigation is underway.